Event description:
Boston scientific received information that the the right ventricular (rv) lead exhibited increased threshold measurements, thus a lead revision procedure was scheduled. Upon opening the pocket, it appeared that the lead was dislodged due to twiddler's syndrome. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.